Event description:
The customer reported the unit displayed intermittent rebooting issues. The unit had to be rebooted and delay in procedure occurred. No pt injury was reported.

Manufacturer narrative:
The service rep could not duplicate reboots. He stressed the interconnect cable and found no failure. He reseated workstation circuit bds. Voltage at workstation +5, -5, +12, and -12 all good. Observed voltage at tech processor to be fluctuating from 4.96 to 4.90v power supply had an ac ripple replaced power supply.